Event description:
It was reported that, following a total system replacement on (B)(6) 2013, the patient¿s oral medications were held. The patient was on oxycontin 40mg four times a day and dilaudid six times a day. The patient experienced withdrawal. At the time of the report, the device system was used to deliver fentanyl, clonidine, dilaudid and an unknown drug.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).